Event description:
Philips received a complaint on the patient information center ix indicating that the nursing administrators at the customer site want the red alarms to be acknowledged at the bedside monitor only. Hospital leadership is conducting an alarm audit and would like to explore the possibility of disabling the acknowledgment of red alarms from the picix. A patient death occurred, and the nursing leadership would like to have some way to monitor red alarms. Additional information obtained indicated the cause of death was not provided; however, it was stated by the customer that the patient passed away due to nurse mismanagement of alarms. Due to the noted mismanagement, the customer requested disabling the ability of nurses on the floor to acknowledge red alarms. It was reiterated that there was no device malfunction and the device was not at fault.

Manufacturer narrative:
A philips remote service engineer (rse) reached out to the customer and confirmed that there was no actual device defect, and the customer was just requesting information. The device was confirmed to be operating per specifications, and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.